Manufacturer narrative:
Covidien ref # (B)(4).

Event description:
The customer reported that the 840 ventilator had a vent inop condition. There was no pt involvement. Covidien inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed all testing.